Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism. (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and a white substance was noted on the outer insulation.

Event description:
It was reported that the atrial and right ventricular (rv) leads both exhibited high thresholds. Additionally, as a result of high outputs, the device was nearing elective replacement indicator (eri). The leads and device were explanted and replaced. During the replacement procedure, the physician felt that the new atrial lead was too 'fat' to fit next to the new rv lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.